Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had motor errors alarm. No harm requiring medical intervention was reported. The customer insulin pump had diminished battery life and rejected brand new battery. The insulin pump received unexplained no delivery and diminished back light. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected backlight anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. (B)(4).